Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 4.00x16mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, after the stent was deployed, the physician had difficulty removing the balloon from the guide catheter. When the balloon was removed from the patient, it was observed that the balloon had not fully deflated. No patient complications were reported.